Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 28 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patientpresented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.